Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) was isolated to an open can h and green (+3.3v) wire in the trunk cable. The root cause for the open wire was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that a patient was experiencing a service code 204 (belt/monitor unusable).